Event description:
It was reported that during an unknown procedure, whistling of the hand piece. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/17/2007. Evaluation summary: the hand piece was returned with a loose mount. The hand piece was disassembled; a collapsed/torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.